Event description:
The device was used during a thoraco lung resection. Reportedly, a component disengaged into the pt's cavity. The surgeon performed a re-operation in 2000, resected additional tissue, and was able to retrieve the component. The hospital has reported the pt's condition is satisfactory.